Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer submitted a voluntary medwatch report to the FDA, and reported changing the infusion set one morning and a few hours later, the blood glucose reading was 515 mg/dl. The customer then gave a ten unit bolus with the insulin pump and later that day the blood glucose reading was 700 mg/dl. The customer then reported changing the infusion set again and going to the emergency room due to high blood glucose. The customer was released from the hospital with normal blood glucose levels. The next day, the customer again had high blood glucose levels and was taken back to the hospital. The customer stated both cannulas were bent when removing them from the body. The customer also stated the insulin pump did not give a no delivery alarm with either of the bent cannulas.